Manufacturer narrative:
Device evaluated by manufacturer, additional information: an analysis of the lead would not provide supplemental information with respect to the reported event.

Event description:
A patient reportedly experienced vocal cord paralysis that was presented two days after the patient's implant surgery. The patient vocal cord paralysis was believed by the patient's surgeon to not be permanent. A review of the manufacturing record for the implanted lead confirmed that it had passed all quality inspections prior to release for distribution.